Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been given today two broken instruments. The (B)(4), lot mvmbyw220 broken spring. The (B)(4), lot au4511829 cracked/broken femoral impactor. No further information is available. This complaint covers the broken spring.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device finds the smaller balseal is damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(4), 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.